Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on 19-oct-2015 who had essure inserted in 2006. Since the beginning, she had very heavy, irregular periods with large clots, cramps and a lot of pain in ovaries. She also had abdominal inflammation, vomiting, urine infections, vaginal infections and itching, lumbar pain, pelvic pain, muscle pain, continuous hair loss, polyps in uterus and ovarian cysts, breast pain and migraines. She considered that all events were related to essure. Follow-up received on 25-nov-2015 with the final product technical complain investigation result: ptc global number: (B)(4). Final assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 28-jan-2016 case (B)(4) was identified as follow-up from this case and was deleted from argus. All information was transferred to this case. Consumer's age was updated (she was (B)(6)). Essure was inserted in (B)(6) 2006. It was reported that she had nausea, tiredness, heart palpitations, muscle pain, lumbar pain, loss of dental pieces, fungal vaginal infections, intermenstrual bleeding, persistent vomits, migraine, urinary infection, hematuria, loss of hair, abnormal uterine contractions, intravaginal pain during sexual intercourse, abdominal swelling, chronic pelvic pain, and hypermenorrhoea. She was intervened for hysterectomy and salpingectomy with the removal of essure. Case upgraded to incident. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causlaity comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced urine infections and chronic pelvic pain. She underwent a hysterectomy and salpingectomy with the removal of essure. These events were considered serious due to medical significance. Chronic pelvic pain is a listed event in the reference safety information for essure, the other event in unlisted. In this case, limited information was provided. However, as pelvic pain may occur after essure insertion and since no alternative explanation was available, causality between chronic pelvic pain and the suspect insert cannot be excluded. Based on the nature of the event urine infections and considering that essure has a local action in fallopian tubes, causality with essure was assessed as unrelated. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow up information received on 26-may-2016 from consumer via news article: she experienced hemorrhages, different infections, abdominal and pelvic pains, migraines, stomach problems, constant vomits, abdominal swelling. She also reported that once the device was removed from her the health problems ended. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-jun-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced urine infections, chronic pelvic pain and hemorrhages (interpreted as genital bleeding). She underwent a hysterectomy and salpingectomy with the removal of essure. These events were considered serious due to medical significance. Only urine infections is unlisted in the reference safety information for essure, the other events are listed. In this case, limited information was provided. As pelvic pain and genital bleeding may occur after essure insertion and considering that once the device was removed from her, the health problems ended, causality between these events and the suspect insert cannot be excluded. Based on the nature of the event urine infections and considering that essure has a local action in fallopian tubes, causality with essure was assessed as unrelated. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
Follow-up on 06-apr-2016: case (B)(4) was identified as duplicate of this case and was deleted from (B)(4). All information was transferred to this case. Consumer's initial was updated. Her historical condition included 2 pregnancies. She presented continuous and varied problems until (B)(6) 2015 that she entered to the operating room to essure be removed and with it the fallopian tubes and the uterus. Nca reference number was added ((B)(4)). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced urine infections and chronic pelvic pain. She underwent a hysterectomy and salpingectomy with the removal of essure. These events were considered serious due to medical significance. Chronic pelvic pain is a listed event in the reference safety information for essure, the other event in unlisted. In this case, limited information was provided. However, as pelvic pain may occur after essure insertion and since no alternative explanation was available, causality between chronic pelvic pain and the suspect insert cannot be excluded. Based on the nature of the event urine infections and considering that essure has a local action in fallopian tubes, causality with essure was assessed as unrelated. Non-serious events were also reported. This case was upgraded to incident upon receipt of follow-up information, since a device removal was required. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect.

Manufacturer narrative:
The below report was received by health authority aemps (reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 04-apr-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in left iliac fosse"), pelvic pain ("chronic pelvic pain") and urinary tract infection ("urine infections / urinary tract infection") in a 40 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device rejection ("possible essure rejection"). The patient had a medical history of parity 2. No known allergies. Lats period before hysterectomy was on (B)(6) 2015. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006 she experienced bleeding menstrual heavy ("very heavy periods / periods with large clots"), menstruation irregular ("irregular periods"), abdominal pain ("cramps / abdminal pain") and adnexa uteri pain ("a lot of pain in my ovaries"). Essure (ess205) was removed on (B)(6) 2015. An unknown time later she experienced abdominal pain lower (seriousness criteria hospitalization, medically important and intervention required), pelvic pain (seriousness criteria disability, medically important and intervention required), urinary tract infection (seriousness criterion medically important) with vulvovaginal pruritus and haematuria, genital haemorrhage ("hemorrhages"), inflammation ("abdominal inflammation"), vomiting ("vomiting / persistent vomits"), vulvovaginal mycotic infection ("fungal vaginal infections") with vulvovaginal pruritus and haematuria, back pain ("lumbar pain"), myalgia ("muscle pain"), alopecia ("continuous hair loss"), uterine polyp ("polyps in my uterus"), ovarian cyst ("ovarian cysts"), breast pain ("breast pain"), migraine ("migraines"), nausea ("nausea"), fatigue ("tiredness"), palpitations ("heart palpitations"), tooth loss ("loss of dental pieces"), intermenstrual bleeding ("intermenstrual bleeding"), uterine spasm ("abnormal uterine contractions"), abdominal distension ("abdominal swelling"), dyspareunia ("intravaginal pain during sexual intercourse"), hypermenorrhoea ("hypermenorrhoea"), infection ("different infections"), gastric disorder ("stomach problems") and uterine cervical metaplasia ("squamous metaplasia (endocervical)") and was found to have leiomyoma ("leiomyoma"). The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient was treated with zinat (cefuroxime axetil) as well as surgery (simple/total hysterectomy performed with fallopian tubes removal and simple (total) hysterectomy was performed with fallopian tubes). In (B)(6) 2015, the pelvic pain, urinary tract infection, bleeding menstrual heavy, menstruation irregular, abdominal pain, adnexa uteri pain, inflammation, vomiting, vulvovaginal mycotic infection, back pain, myalgia, alopecia, uterine polyp, ovarian cyst, breast pain, migraine, nausea, fatigue, palpitations, tooth loss, intermenstrual bleeding, uterine spasm, abdominal distension, dyspareunia and hypermenorrhoea had resolved. At the time of the report, the genital haemorrhage, infection and gastric disorder had resolved. The outcomes for abdominal pain lower, leiomyoma and uterine cervical metaplasia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, breast pain, dyspareunia, fatigue, gastric disorder, genital haemorrhage, bleeding menstrual heavy, hypermenorrhoea, infection, inflammation, intermenstrual bleeding, leiomyoma, menstruation irregular, migraine, myalgia, nausea, ovarian cyst, palpitations, pelvic pain, tooth loss, urinary tract infection, uterine cervical metaplasia, uterine polyp, uterine spasm, vomiting and vulvovaginal mycotic infection to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] (date unknown): assessment: normal results: nickel in blood: less than 1 mcg /l mcg/l [gynaecological examination] (date unknown): on admission: gynecological examination: speculum. Multiparous cervix, without metrorrhagia. Echography: normal uterus, endometrium with secretory appearance. No free fluid. Normal ovaries. Description after total hysterectomy: normal uterus and ovaries. Normal fallopian tubes. No adhesions in cavity. [Pathology test] (date unknown): pathological anatomy: uterus: squamous metaplasia (endocervical), secretory endometrium with predecidualization. Leiomyoma. Salpingectomy: fallopian tubes without significant lesions. It was not observed inflammatory infiltrate that may suggest allergic reaction. Quality-safety evaluation of ptc: for essure (ess205): final assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The most recent follow-up information incorporated above includes data received on: 04-apr-2022: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 19-oct-2015 who had essure inserted in 2006. Since the beginning, she had very heavy, irregular periods with large clots, cramps and a lot of pain in ovaries. She also had abdominal inflammation, vomiting, urine infections, vaginal infections and itching, lumbar pain, pelvic pain, muscle pain, continuous hair loss, polyps in uterus and ovarian cysts, breast pain and migraines. She considered that all events were related to essure. Follow-up received on 25-nov-2015 with the final product technical complain investigation result: ptc global number: (B)(4). Final assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information received on 28-jan-2016 case (B)(4) was identified as follow-up from this case and was deleted from argus. All information was transferred to this case. Consumer's age was updated (she was (B)(6) years old). Essure was inserted in (B)(6) 2006. It was reported that she had nausea, tiredness, heart palpitations, muscle pain, lumbar pain, loss of dental pieces, fungal vaginal infections, intermenstrual bleeding, persistent vomits, migraine, urinary infection, hematuria, loss of hair, abnormal uterine contractions, intravaginal pain during sexual intercourse, abdominal swelling, chronic pelvic pain, and hypermenorrhoea. She was intervened for hysterectomy and salpingectomy with the removal of essure. Case upgraded to incident. Follow-up on 06-apr-2016: case (B)(4) was identified as duplicate of this case and was deleted from argus central. All information was transferred to this case. Consumer's initial was updated. Her historical condition included 2 pregnancies. She presented continuous and varied problems until (B)(6) 2015 that she entered to the operating room to essure be removed and with it the fallopian tubes and the uterus. Nca reference number was added ((B)(4)). Follow up 06-may-2016: quality-safety evaluation of ptc from the duplicate and deleted case (B)(4) with ptc global number 2016-005860 was received without major changes. Follow up information received on 26-may-2016 from consumer via news article: she experienced hemorrhages, different infections, abdominal and pelvic pains, migraines, stomach problems, constant vomits, abdominal swelling. She also reported that once the device was removed from her the health problems ended. Follow-up received on 06-nov-2017. She had several medical consultations due to abdominal pain and increased pain in left iliac fosse with vomiting. The patient did not present diarrhea or fever. She was under treatment with zinat. Possible essure rejection. On (B)(6) 2015 patient was hospitalized due to pain in left iliac fosse of months of evolution. At this time, patient denied pregnancy. Medical examination at admission: gynecological examination: speculum. Multiparous cervix, without metrorrhagia. Echography: normal uterus, endometrium with secretory appearance. No free fluid. Normal ovaries. Allergy test showed nickel in blood less than 1 mcg /l (4-10 mcg/l). Simple (total) hysterectomy was performed with bilateral salpingectomy. Findings: uterus and ovaries were normal. Fallopian tubes apparently normal. No adhesions in cavity. Pathological anatomy: uterus: squamous metaplasia (endocervical), secretory endometrium with pre-decidualization. Leiomyoma. Salpingectomy: fallopian tubes without significant lesions. It was not observed inflammatory infiltrate that may suggest allergic reaction. The clinical evolution was favorable during the admission, the pain improved. The patient requested the device removal. On (B)(6) 2015, patient was discharged from hospital. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-nov-2017 for the following meddra preferred terms: abdominal pain lower. The analysis in the global safety database revealed 696 cases. Pelvic pain. The analysis in the global safety database revealed 6.535 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The below report was received by health authority aemps (reference number: (B)(4) on 19-oct-2015. The most recent information was received on 17-aug-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain lower ("pain in left iliac fosse"), pelvic pain ("chronic pelvic pain") and urinary tract infection ("urine infections / urinary tract infection") in a 40 year-old female patient who had essure (ess205) inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device rejection ("possible essure rejection"). The patient had a medical history of parity 2. No known allergies. Lats period before hysterectomy was on (B)(6) 2015. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006 she experienced bleeding menstrual heavy ("very heavy periods / periods with large clots"), menstruation irregular ("irregular periods"), abdominal pain ("cramps / abdominal pain") and adnexa uteri pain ("a lot of pain in my ovaries"). Essure (ess205) was removed on (B)(6) 2015. An unknown time later she experienced abdominal pain lower (seriousness criteria hospitalisation, medically important and intervention required), pelvic pain (seriousness criteria disability, medically important and intervention required), urinary tract infection (seriousness criterion medically important) with vulvovaginal pruritus and haematuria, genital haemorrhage ("hemorrhages"), inflammation ("abdominal inflammation"), vomiting ("vomiting / persistent vomits"), vulvovaginal mycotic infection ("fungal vaginal infections") with vulvovaginal pruritus and haematuria, back pain ("lumbar pain"), myalgia ("muscle pain"), alopecia ("continuous hair loss"), uterine polyp ("polyps in my uterus"), ovarian cyst ("ovarian cysts"), breast pain ("breast pain"), migraine ("migraines"), nausea ("nausea"), fatigue ("tiredness"), palpitations ("heart palpitations"), tooth loss ("loss of dental pieces"), intermenstrual bleeding ("intermenstrual bleeding"), uterine spasm ("abnormal uterine contractions"), abdominal distension ("abdominal swelling"), dyspareunia ("intravaginal pain during sexual intercourse"), hypermenorrhoea ("hypermenorrhoea"), infection ("different infections"), gastric disorder ("stomach problems") and uterine cervical metaplasia ("squamous metaplasia (endocervical)") and was found to have leiomyoma ("leiomyoma"). The patient was hospitalised from (B)(6) 2015 to (B)(6) 2015. The patient was treated with zinat (cefuroxime axetil) as well as surgery (simple/total hysterectomy performed with fallopian tubes removal and simple (total) hysterectomy was performed with fallopian tubes). In (B)(6)2015, the pelvic pain, urinary tract infection, bleeding menstrual heavy, menstruation irregular, abdominal pain, adnexa uteri pain, inflammation, vomiting, vulvovaginal mycotic infection, back pain, myalgia, alopecia, uterine polyp, ovarian cyst, breast pain, migraine, nausea, fatigue, palpitations, tooth loss, intermenstrual bleeding, uterine spasm, abdominal distension, dyspareunia and hypermenorrhoea had resolved. At the time of the report, the genital haemorrhage, infection and gastric disorder had resolved. The outcomes for leiomyoma and uterine cervical metaplasia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri pain, alopecia, back pain, breast pain, dyspareunia, fatigue, gastric disorder, genital haemorrhage, bleeding menstrual heavy, hypermenorrhoea, infection, inflammation, intermenstrual bleeding, leiomyoma, menstruation irregular, migraine, myalgia, nausea, ovarian cyst, palpitations, pelvic pain, tooth loss, urinary tract infection, uterine cervical metaplasia, uterine polyp, uterine spasm, vomiting and vulvovaginal mycotic infection to be related to essure (ess205) administration. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test ( 4- 10)] (date unknown): assessment: normal. Results: nickel in blood: less than 1 mcg /l mcg/l. [Gynaecological examination] (date unknown): on admission: gynecological examination: speculum. Multiparous cervix, without metrorrhagia. Echography: normal uterus, endometrium with secretory appearance. No free fluid. Normal ovaries. Description after total hysterectomy: normal uterus and ovaries. Normal fallopian tubes. No adhesions in cavity. [Pathology test] (date unknown): pathological anatomy: uterus: squamous metaplasia (endocervical), secretory endometrium with predecidualization. Leiomyoma. Salpingectomy: fallopian tubes without significant lesions. It was not observed inflammatory infiltrate that may suggest allergic reaction. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.